Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: in may 2024, two different surgeons dr. [Name] and dr. [Name], encountered issues with a specific trocar (cfr01) during separate laparoscopic cholecystectomy (lab chole) procedures. Both surgeons reported that the trocar broke during the surgical cases. As a result of these incidents, the surgeons stopped using the cfr01 trocar catalog and have substantial remaining inventory of this product. They would like to understand why the trocar broke during the procedures so they can determine if there are issues with the design or manufacturing of this particular device. Type of intervention: they replaced the device with another trocar from different manufacturer. Patient status: patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: complaint (B)(4), complaint 1 of 2. (MDR report ID: 2027111-2024-00782) complaint (B)(4), complaint 2 of 2. (MDR report ID: 2027111-2024-00819) in (B)(6) 2024, two different surgeons dr. [Name] and dr. [Name], encountered issues with a specific trocar (cfr01) during separate laparoscopic cholecystectomy (lab chole) procedures. Both surgeons reported that the trocar broke during the surgical cases. As a result of these incidents, the surgeons stopped using the cfr01 trocar catalog and have substantial remaining inventory of this product. They would like to understand why the trocar broke during the procedures so they can determine if there are issues with the design or manufacturing of this particular device. Additional information received from the field team on september 4, 2024 through email: yes, there were two incidents involving cfr01 with two different surgeons. Additional information received from field team on september 12, 2024 through email: the hospital does not have any documentation indicating that it was discarded. Type of intervention: they replaced the device with another trocar from different manufacturer. Patient status: patient is fine.